Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the foreign material was remained in the channel even if the reprocessing was conducted in accordance with instruction. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water cylinder and tube. There was no patient involvement.